Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap had inadequate iodine; further described as ¿iodine less than before¿. This was observed after use for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6 and h10. H10: the actual device was not received and therefore, could not be evaluated. However, ten (10) companion samples were received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition; the presence of iodine was detected. The reported condition was not verified. The cause of the reported problem could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.